Manufacturer narrative:
Device qc performed. (B) (4). Important medical event.

Event description:
Initial information received from a consumer on 03-mar-2010: a female (age unspecified) received two injections on both sides of her mouth of poly-l-lactic acid (sculptra, lot# and expiration date unknown). She stated one side worked and the other side did not take and now has a large bump next to the corner of the her mouth on the side it did not take. Her doctor injected her with a steroids to reduce the bump, but it did not work at all. No concomitant medications or medical history reported. No further information reported.